Event description:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the device could not be turned on during self-test.